Event description:
The product was returned with no information. Additional information reported that the patient experienced ineffective stimulation with uncontrolled tremor. A lead fracture was noted on x-ray (2007). The patient underwent replacement of the battery and extension two weeks later. The following month, the patient underwent a second operation to replace the lead.

Manufacturer narrative:
Final device analysis of the lead revealed all four conductors were broken in the body of the lead, 2.9cm from the proximal end within 10cm of the connector area. It was also noted the #1 and #2 connectors were crushed. The proximal end was noted to be stretched between the #0 and #2 connectors.